Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses (pxt231414/04890901, pxc141000/04973229). The procedure was concluded without any endoleak revealed. On (B)(6) 2007, at the one-month follow-up, a type ii endoleak was revealed. A wait-and-watch approach was taken to the endoleak. Aneurysmal diameter was measured to be 72 mm x 64 mm. On (B)(6) 2007, at the six-month follow-up, the aneurysmal diameter was 73 mm x63 mm. It could not be confirmed if any endoleak had been present at that time. On (B)(6) 2008, at the one-year follow-up, the aneurysmal diameter enlarged to be 78 mm x 70 mm. It is suspected that the enlargement was the result of the type ii endoleak. A wait-and-watch approach was taken. No further information has been reported to gore.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.